Manufacturer narrative:
Due to the observed damages to the reservoir, the device would not be able to properly fill and activate with those damages. Puncture marks were observed on the exterior of the device that lined up with the internal damage, further indicating the damage occurred post use. Due to the post use damage, the investigation was compromised, and the communication issue could not be adequately investigated. Corrosion was also observed within the device, but the exact cause of the corrosion is unknown. Data was unable to be retrieved from the device, but it cannot be determined if the corrosion or post use damage contributed to the data loss. Without the data, it could not be conclusively determined if the device functioned properly. The exposed portion of the soft cannula was observed to be flatten. This damage is not related to the reported event and is just an observation.

Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod between 36 and 48 hours. The patient experienced a communication error during operation. As treatment, a new pod was applied